Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images was made of returned product.(B)(4).

Event description:
Allegedly removed during the revision of another component. Patient has heterotopic ossification. Original surgery was in 1998.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00877, 00879. This event occurred in (B)(6).